Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable pacemaker, which was expected to have a seven year longevity, showed battery depletion after only 6 years. The healthcare professional (hcp) is questioning whether this is a case of premature battery depletion (pbd) or if it is related to atrial fibrillation. The hcp has requested a battery analysis. Technical services (ts) discussed that the pacemaker was depleting normally. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information was received. This pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance would continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.